Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) is pacer dependent with atrial fibrillation. An ablation procedure was performed and the device was programmed to electrocautery mode. During the procedure an output of the pacing pulse was observed, however there was no capture for approximately six seconds. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed the device has a feature to prevent pacing energy from being delivered in the presence of unknown energy. A marker or pacing spike may be observed however no output is delivered. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.